Event description:
It was reported that an intraocular lens (iol) was explanted due to dislocation of the iol in the patient's left eye. A vitrectomy was required. Another johnson & johnson lens, (different model, za9003, and lower diopter, 25.5) was implanted as the replacement. There was no patient injury. The patient is doing good post-operatively. No other information was provided.

Manufacturer narrative:
Ethnicity: unknown/asked but unavailable. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.